Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). ¿the device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter, and vacuum pump oil were not returned for further evaluation. The assignable cause of the haze/mist is likely due to the catalytic converter, oil mist filter, and vacuum pump oil which were determined to be non-asp parts. The asp field service engineer replaced the parts to resolve the issue; however, the unit did not meet specifications due to additional non-asp parts installed. The customer was sent a letter to address the non-asp approved repairs and parts installed not in compliance with the manufacturer specifications. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site and determined that the customer was using non-asp parts. The catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the haze/mist issue. The customer was advised that the unit did not meet specifications as they had additional non-asp parts installed. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿mist¿ or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.